Event description:
The customer reported that prior to insertion into the pt, the tip of the catheter detached when a guide wire was advanced through the back of the catheter. No harm or injury was reported. The customer reported two defective devices but did not provide any further info or clinical details for the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: the customer has not released the device for eval. Photographs of the suspect device were provided by the customer. Upon visual examination of the pictures taken, the complaint was confirmed. The catheter body tubing had completely separated from the tip tubing at the fuse zone. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Merit is unable to determine the root cause of the reported failure without the suspect device. A f/u report will be submitted if more info becomes available. Method: device history record was reviewed, complaint database was reviewed, photograph of the suspect device was examined. Results: unable to determine the root cause of the reported failure without the suspect device.